Manufacturer narrative:
The analyzer was returned for investigation and a disturbance was detected in three different runs. Each of these erroneous results were generated due to a baseline shift which significantly impacts the analyzer's performance, especially in the amber channel (influenza b target). Because of this baseline shift, there is a very high signal to noise ratio for this channel which is being interpreted as a positive result. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Please note that the customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190. (B)(4).

Event description:
A customer from the united states alleged false positive results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. A total of three false positive results for influenza b were reported for three different patient samples. Per the FDA guidance, 3 mdrs will be filed per patient sample. The positive results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue.